Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker iii/IV, suspected rupture.

Event description:
Healthcare professional reported right side "prosthesis dislocation", "mild pain on the right breast, which increases when patient is walking or exercising, pain upon palpation also noticed", "capsular contracture baker iii/IV", "patient is experiencing implants separation due to contracture, and the edges are palpable, which is more pronounced in the right breast. Rupture cannot be ruled out". Device remains implanted.